Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed increased threshold and impedance measurements. The rv lead was found to have dislodged. As a result, a revision procedure was performed to reposition the rv lead. During the procedure the rv lead threshold measurements increased to 5.5v at 1 msec. During a follow-up appointment stable and acceptable impedance measurements were reported. However, intermittent capture was also noted at that time. As a result, an additional revision procedure was performed and the rv lead was removed and replaced with a non-bsc lead. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.